Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. The service code was displayed as a result of several damaged components. The cause of the service code 102 was a damaged resistor r45 on the computer/analog board. A damaged r45 would prevent proper charging of the high voltage capacitors. The cause of the damaged r45 was capacitors c20 and c21 being separated from the conductive part. The root cause of the separation is likely a combination of cold solder joints and mechanical stress. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) old, female, pt, contacted zoll customer support to report a service code 102 (problem charging high voltage capacitors). The pt was provided with a replacement monitor.